Event description:
It was reported that during a shoulder cuff repair surgery, the footprint broke. The broken pieces were retrieved from the patient by the surgeon's direct removal; it is not specified which tool was used. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Bone quality was normal. The back up device was used in the originally bone hole. No voids were left in the patient. The site was cleared of all debris prior to the insertion. Patient status is good and the surgeon was ultimately satisfied with the surgical outcome.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a partial suture string and a fractured anchor were returned. The suture string has been cut and the anchor has the distal tip fractured away. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states the provided photo was reviewed and appears to show a broken anchor tip with the remaining portion of the anchor connected to the insertion device and suture attached. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.